Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was making a high-pitched noise but the rpms were within specifications, the lever and control bar were loose, the control bar and planetary pins were not in the correct position, the o-ring was missing on the poppet, and the device was out of calibration. The bearings, nut bearing lock, spring, washer, screws, air swivel connector assembly, motor, sleeve, and o-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit was sent in for preventative maintenance and needed corrective repair. There was no alleged malfunction against the device when it was received initially. There was no patient involvement. During investigation it was found that the lever was loose. Due diligence is complete. No additional information is available.